Event description:
It was reported that the customer experienced "high" blood glucose (bg) level (specific bg value was not provided). During a pump system check air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. Customer administered a manual injection to address elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.